Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Knee tensioner tool broke during ligament balancing. Case type: tka.